Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a explant indicator alert due to its charge time exceeding 15 seconds. The device had been in service for less than 3 years and had previously indicated it had 5.5 years remaining. Technical services (ts) was consulted and discussed available data as well as possible causes, but no specific cause has been established at this time. Subsequently, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.